Manufacturer narrative:
The reported event of a large drop in battery longevity was confirmed. Based on the information provided, it was determined that the battery voltage became unstable around early november. The root cause of the battery depletion was unable to be determined.

Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the insertable cardiac monitor (icm) exhibited overestimation of battery longevity. No intervention was performed. The patient was in stable condition.